Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient received an external shock in emergency. The subject device could not be interrogated and programming head does only show orange led if positioned over the device. It was reported that the device did not pace although intrinsic rhythm was below programmed rate. The subject ICD was explanted and discarded at the hospital.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the patient received an external shock in emergency. The subject device could not be interrogated and programming head does only show orange led if positioned over the device. It was reported that the device did not pace although intrinsic rhythm was below programmed rate. The subject ICD was explanted and discarded at the hospital.